Manufacturer narrative:
Citation: berkovitch a, et al. Favorable short-term and long-term outcomes among patients with prior history of malignancy undergoing transcatheter aortic valve implantation. J invasive cardiol. 2018 mar;30(3):105-109. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding outcomes among patients with prior history of malignancy undergoing transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2008 and december 2015. The study population included 477 patients (predominantly male; mean age 81.3 years), the majority of which were implanted with a medtronic corevalve bioprosthetic valve (serial numbers not provided). Among all patients, 100 deaths occurred (21 in-hospital mortality, 22 long-term cardiovascular mortality, 57 long-term total mortality). Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, peri and post procedural adverse events included: atrial fibrillation, ischemic stroke, moderate to severe paravalvular leak (pvl), complete atrio-ventricular (av) block, myocardial infarction, congestive heart failure, valve migration/malposition requiring a second valve implant, annular rupture, tamponade, coronary obstruction, vascular complications, and need for conversion to open surgery. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.